Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00988. It was reported that when the patient presented for follow up in clinic, device interrogation revealed multiple episodes of right ventricular (rv) oversensing. Programming changes were made. Patient presented at later date and the right ventricular lead was explanted and replaced. The patient was stable.